Manufacturer narrative:
Qn#(B)(4). One unit of manta and sheath were returned to vsi/teleflex for evaluation. Blood particulates were noted on the unit. The button valve was observed to be torn and slightly displaced. The components (anchor, collagen, and lock) were pushed out of the lumen without the lever engaged. Photos obtained by vsi/teleflex show the bypass tube with the collagen protruding out the top end of the bypass tube. The bypass tube is partially inserted into the hemostasis valve of the sheath hub and the carrier tube tip appears slightly damaged. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an echmo decannulation, an 18f manta was deployed for closure. Patient demographics indicated a 46-year-old patient weighing 400 lbs. With a bmi of 67. During deployment, the hemostasis valve came loose and detached from the sheath hub when the dilator was removed. The first 18f manta device was removed, and a second 18f manta device (same lot number) was opened and deployed without issue. The patient did not experience any harm due to this event and was transferred back to the ICU. The manta instructions for use warns not to use manta if the patient has marked obesity (bmi >40 kg/m2). A patient with a high bmi can cause the manta implant to not catch on the vessel properly during deployment, causing an ineffective seal at the access site. The IFU indicates in step 3 of inserting the device: hold the bypass tube between thumb and forefinger, while grasping the manta closure by the delivery tube and bypass tube, insert the bypass tube gradually into the hemostasis valve and into the manta sheath hub. Note: if significant resistance is felt insert the bypass tube into the manta sheath, remove the entire system, and open a new device. Push the bypass tube into the sheath hub and observe that the bypass tube is completely inserted. Note that the device must be upright with orientation markers visible and facing upward. Advance the delivery tube of the manta closure through the bypass tube and down the manta sheath until the manta delivery handle approaches the sheath hub. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: during the deployment process. When the physician removed the dilator from the sheath, the button valve detached from the sheath and came out with the dilator. Additional information: this was an ECMO removal, the canula had been in place for several days. There were no issues advancing a wire into the artery prior to manta deployment. There was no resistance with the wire. The button valve came loose and detached from sheath when dilator was removed. Another manta was used successfully to finish the case. The patient experienced no harm from the issue and was reported as fine post procedure.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: during the deployment process. When the physician removed the dilator from the sheath, the button valve detached from the sheath and came out with the dilator. Additional information: this was an ECMO removal, the canula had been in place for several days. There were no issues advancing a wire into the artery prior to manta deployment. There was no resistance with the wire. The button valve came loose and detached from sheath when dilator was removed. Another manta was used successfully to finish the case. The patient experienced no harm from the issue and was reported as fine post procedure.